Event description:
Report received from the USA stating that the "unit blew up, clamped too tight and the pressure made the hose blow." The device was being used in surgery. People in the room were sent to the audiologist and hearing was confirmed to be ok. No user or pt injury was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).